Event description:
Hospital reported a foreign substance was found in the syringe prior to use. The reported issue did not result in pt/operator injury or death.

Manufacturer narrative:
The foreign substance was identified as part of the molding process. A change of material was implemented to prevent occurrence of reported issue.